Event description:
The device was returned for physical damage. The rear housing of the device is damaged. The device was opened to inspect for internal damage. The rear cover seal was found unseated and will need to be replaced. The lcd screen screw mounts are damaged. All uninsulated grounding wiring will need to be replaced with insulated grounding wiring. The device was powered on during investigation after it was determined that it was safe to do so. A yellow pump problem alarm was observed after the device was powered on. Log files were reviewed and battery failures were found. The battery packs are to be replaced on this unit. The rear housing, rear cover seal, lcd touchscreen and battery pack will be replaced during repair.

Event description:
The following has been reported: nurse reported: "date of issue: (B)(6) 2026 when did incident occur? Before use injury or adverse reaction? No stopped an active infusion? No drug administered: power reset performed? No outcome after reset: event date: (B)(6) 2026 pump was not in use and was shut down in infusion room when it began alarming with red lights on both channels. No alert on screen. Pump would not respond to pressing of power button in attempts to power down. Nurse manager removed pump batteries as only option to cease alarm. Nurse manager noted the batteries felt "hot" upon removal. When removing the back cover of the pump to access the batteries, the cover hit the desk/table, and a piece of the cover broke off. No evidence of alarm in systems dashboard and device log in systems dashboard was blank. No patient harm. No staff harm. No medication infusing." A preliminary review identified the following issue: fail stop, cause unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.